Event description:
During an acl repair one of the bioscrews broke during insertion. The implant was inserted 3/4 of the way and not removed. No pt injury was reported and the surgical case was completed successfully.